Event description:
On (B)(6) 2013, the patient contacted animas alleging that he has been experiencing low blood glucose (bg) at night, down to 35mg/dl with nightmares. The patient was reportedly able to consume carbohydrates and bring his bg to normal range. Troubleshooting indicated all pump settings are correct. The patient stated he is now working with his healthcare provider to find a good night-time basal rate due to the low bgs. The patient's bg at the time of the call to animas was reportedly 180mg/dl. There was no pump defect found on troubleshooting. This complaint is being reported because the patient allegedly experienced hypoglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.